Event description:
Implant would not snap into baseplate. An "ap" lipped insert was opened, and it snapped into baseplate. Outcome was normal, and there were no unusual circumstances. There was no adverse consequence for the pt.